Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (erbe) due to error c-34. System tested and verified ready for use. The system was tested and verified as ready for use. Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported errors c-34 on vio erbe s/n (B)(6) during monopolar energy activation. The technical support engineer (tse) checked system logs, errors c-34, c-30, m-18 and m-11 on erbe and verified in the logs. Tse asked the customer to try to reboot the erbe. Customer stated issue persisted. Tse asked to customer to try to change the monopolar coag mode from swift to classic. Tse asked the customer to move the monopolar cable to the monopolar port 2. Customer stated issue persisted. Tse asked the customer to try with different instrument and instrument cable. Customer stated issue persisted. Tse asked the customer if a force triad generator and the energy activation cable were available. Customer reported they were, but surgeon preferred to complete the surgery in progress without monopolar energy. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis and the reported failure error c-34 on vio erbe was not confirmed and not replicated. Additionally, error c-54 was found during failure analysis. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgial unit (iesu) or erbe was returned for failure analysis and the reported failure (errors c-34 on vio erbe during monopolar coag energy activation) was confirmed and reproduced.